Event description:
It was reported that the device showed intermittent capture when interrogated. The device was replaced. There were no reported patient complications as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. The device is part of the advisory for this model. Evaluation summary: preliminary analysis revealed a no output condition when programmed to ddd bipolar pacing, and anomalous output conditions. Further testing revealed that the no output condition was the result of lifted hybrid bond wires.